Manufacturer narrative:
Inspected 1 random opened/ used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/ used. Unable to confirm adhesive anomaly on opened/ used sensor. (B)(4).

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose value associated with the triggered suspend event was 120 mg/dl. Customer reported that the low limit in sensor setting was 60 mg/dl. Customer reported that the insulin pump was suspended before low. Customer also reported that they received calibration not accepted alert and product also not adhered. The sensor will be returned for analysis.